Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer went to the emergency room with a blood glucose level of 700 mg/dl. The customer was treated with intravenous fluids of saline and insulin, and released same day with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.